Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2015-21111, reference MFR. Report: 1627487-2015-21112. The patient has two supra-orbital (off-label) model 3169 leads and two occipital (off-label) model 3166 leads (from the same lot). It was reported the patient experienced ineffective and uncomfortable pain relief from her system. Per the patient's request, surgical intervention will take place to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2015-21111 reference MFR. Report: 1627487-2015-21112 it was also reported the patient experienced discomfort from the leads.